Event description:
It was reported to philips that the fluoroscopy was not possible. The device was in clinical use. No patient or user harm was reported. A philips field service engineer (fse) inspected the system onsite and replaced the flat detector controller (fdc) which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified and the procedure was completed by restarting the system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system showed error message stating "fluoroscopy not possible. Reselect application". The fse reviewed the error logs and found fd (flat detector) controller errors. The fse tested the fdc voltage and confirmed that the voltage was not proper due to which fdc post (power on self test) failed. So, the fse replaced the fdc to resolve the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.